Event description:
While placing a transvenous pacemaker wire through the cordis introducer, the one way valve in the top of two consecutive products malfunctioned, allowing blood to leak back out of the valve. Diagnosis or reason for use: temporary pacemaker lead insertion.